Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 12:00 pm, the patient presented to the emergency room. At the wife's request, a comparison was performed, the cgm reading was 156 mg/dl, while the fingerstick blood glucose (fsbg) reading was 222 mg/dl. The patient underwent laboratory testing and medical evaluation and was admitted to inpatient hospitalization. During the hospitalization, the patient's wife reported that fsbg values reached nearly 500 mg/dl. At that time, the patient was no longer wearing a sensor, and corresponding cgm readings were not available. At the time of the report, the patient remained hospitalized and was reportedly in a rehabilitation setting for ongoing blood glucose monitoring and insulin management no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.